Event description:
During an intervention to treat a dural fistula, three agility micro-guidewires were utilized and all had problems. The one with lot number 13366406 had tip damage after a short period of usage; - the other with the lot number 13386562 had the tip damage and the physician was not able to retrieve it from the microcatheter and had to take all from the pt. Finally, the one with the lot number 13235403 had broken the tip, and the physician had to remove the broken tip of the guidewire with a snare. All of the 3 micro-guidewires were used to catheterize the dural fistula but this wasn't possible, so the pt wasn't treated.

Manufacturer narrative:
Additional information indicated that all the guidewires were not re-sterilized. The guidewires were removed from the dispenser by the distal floppy end. Prior to inserting in the pt, the guidewires were not kinked or damaged in any way. The guidewire was not re-shaped by the user, since it was immediately reshaped after regular usage. The lesion was no t a chronic total occlusion (100% occlusion for >3 months). A "drilling" or "jack-hammer" technique was used to re-canalize the vessel; it is a must when going into a cavernous sinus with fistula in 90% of the cases. The guidewire tip was visible on fluoroscopy throughout the procedure. There was no difficulty tracking the wire through the vessel or lesion, but it became windy after any manipulation. The wire behaved "normally" (the torque response was good). There was no resistance/friction between the wire and other devices (non-cordis microcatheter). During use, the guidewire most likely kinked. The wire was not advanced through the struts of an existing stent. The wire tip did not prolapsed during placement and the tip was not advanced into the distal vasculature. The wire did not become fixed or caught at any time prior to the event, but it became caught during withdrawal in the distal vessel. The wire was not torqued against resistance. Two of the three wires were removed intact from the pt, but one had to be removed via snare device. The physician's dictated summary and procedure log is available, and a procedural cd can be produced. Finally, the user indicated the following "I made the error to assume that I could replace the instinct wire with these ones but no way, but the new guidewire is not appropriate for this work." This was catheterization of a cavernous sinus, and it was successful. Only locally we could tell there was no communication with the ophthalmic vein in a (cc) carotid cavernous fistula. This is the second case we found of 'cavernous-ophthalmic dissociation' with a fistula." This is the first of two products involved with this adverse event, which is associated with mfg report # 1058196-2009-00051. The product was received, but the analysis has not been completed. Additional info will be submitted within 30 days of receipt.